Manufacturer narrative:
Correction: the correct model # is, ci24re(ca); not ci422 as previously reported. The correct serial # is, (B)(4); not (B)(4) as previously reported. The correct implanted date is, (B)(6) 2015; not (B)(6) 2011 as previously reported. The correct unique identifier (UDI) # is, (B)(4); not (B)(4) as previously reported. The correct device manufacture date is, 08/27/2014; not 08/01/2011 as previously reported. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed august 10, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array (date not reported). It was reported that the patient had neurodermitis with an open wound at the implant site. There are plans to explant the device and reimplant the patient at a later date; however, it is unknown if this has occurred as of the date of this report august 10, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). (B)(4). Device not yet received by manufacturer.